Event description:
The pump was returned for potential fluid ingress signs on the bottom of the lcd. The screen is displaying minor moisture damage but is otherwise functional. An internal investigation found that while the screen has been compromised, the fluid did not ingress beyond the lcd and its rtv seal.

Event description:
The following has been reported: biomed reported: "service needed error, looks like there might be some fluid invasion behind the screen." Patient harm: no, infusion stoppage: no. A preliminary review identified the following issue: fluid ingress. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu submitted to correct.